Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. No frozen screen noted during testing and time clock advances properly. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on the lcd board. No a21, a17 and a13 alarm noted. All operating currents are within specification and passed the functional test, including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump display went blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and an unexpected restart error alarm occurred. The device resumed normal function and a battery cap was sent. However, the customer called back later to report that the display was blank again. The patient's blood glucose was 44 mg/dl, which she treated with food. The customer tried a new alkaline aaa battery with the device but the display did not return. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.